Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm. Customer's blood glucose level was 159 mg/dl. Customer was able to rewind complete insulin pump. Customer reports that was second occurrence of pump error. Customer was advised to revert backup plan per healthcare professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm (line number 213 file number 30) and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error.